Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/09/2024, it was reported by a sales representative via (B)(4) that an ar-7800 cerclage tensioner is fraying the suture. This occurred during use in a case with no patient effect. The surgeon had to redo the 2 cerclage cables already used to facilitate passing. Additional 15 min. Case was completed in a standard fashion.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.